Event description:
A (B)(6) year old male stroke pt presented with internal carotid artery (ica) occlusion at m1 with severe tortuosity. Physician first placed a balloon guide catheter (bgc) 8f x 95cm (manufactured by concentric medical) in carotid, a transcend 14 guidewire (manufactured by boston scientific) and a trevo 18 microcatheter (manufactured by concentric medical) and passed the clot successfully. He then used a triaxial approach by placing the bgc, then the dac with sideholes, followed by the trevo 18 mc and the transcend 14 guidewire. Although the dac with sideholes was able to navigate to the proximal face of the clot (ica-t), it could not be passed to the tortuous loop of the m1 segment. At this point, he pushed the clot further into the distal m1, almost to m2. After performing a contrast injection physician saw a "contrast blush" suspected fragmentation of clot into the ventricular striates causing a hemorrhage. Physician indicated that he was unsure if the hemorrhage was caused by the device or from the pressurized contrast injection. Pt was still in the hospital as of (B)(6), 2011.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.